Manufacturer narrative:
The reported events of dislodgement, inadequate capture, and p-wave amp variation were not confirmed, but helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Event description:
Related manufacturer reference number: 2017865-2021-40531. It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) and right ventricular (rv) leads had elevated thresholds and decreased sensing. A chest x-ray confirmed the ra and rv leads were dislodged. The patient was asymptomatic. On (B)(6) 2021 during the repositioning procedure, the ra lead helix failed to retract fully and then wouldn't extend, so the ra lead was explanted and replaced. The rv lead was repositioned successfully. The patient was stable throughout procedure.